Manufacturer narrative:
Device evaluation summary: upon receipt in our quality analysis lab, visual inspection showed no outward signs of any damage. The device had a test mark, which confirmed the vrv was tested prior to distribution. Functional testing of the returned device was performed at 0.5 l/min. The instructions for use provided an approximation for first time use of negative and positive pressures to open the umbrella relief valves at 0.5 l/min blood flow are approximately -205 mmhg and 318 mmhg. The results indicated the negative pressure umbrella opened at -178 mmhg and the positive pressure umbrella valve opened at 324 mmhg verified the functionality for the valves for the returned device. The acceptable function of the umbrella valves also confirmed that the duck bill valve functioned as intended. The device appeared to operate as expected with no evidence of leaking. Conclusion: the complaint is unconfirmed for leaking valve and there was no observed damage to the device and performance testing indicated that the device functions as intended. After evaluation it was determined there was no product failure that occurred during the reported event. The device history record was not reviewed as the returned product analysis found no evidence of manufacturing issues with the returned device. Assessment against the medtronic risk management file dfmeca document indicates that the current risk zone does not exceed the risk zone predicted in the product dfmeca; therefore, no CAPA will be initiated at this time. There were no adverse patient effects as a result of this incidence. Review of the complaint file indicates sufficient information was provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that while giving cardioplegia, the one way valve leaked. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that the leak originated from the one way valve. As this is a vent line, air was seen in line. Blood was seen on the floor and about 20cc of blood leaked, but no transfusion was required. No damage noted on the device.